Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative code was found in the ventilator's downloaded error log. Although, the error had occurred there was no finding(s) available on the cause of this issue. Additional findings not related to the malfunction/issue was a vent service required error that occurred on the device. There were no parts replaced for either one of these two system errors. There was no repair made to the device, and it will be scrapped.